Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style, ptosis (ndr)" via national breast implant registry. This record is for the left side. The device has been explanted